Event description:
Customer reported that while doing an mra procedure of the neck to rule otu a cva on a male patient that the "a" side of injector injected by itself. The injection protocol was 20cc magnvist at 2cc/sec and a psi of 150. Customer reported that they used 22ga angiocath. Patient was not injured, and the radiologist approved another 20cc of magnevist to complete procedure.

Manufacturer narrative:
Liebel - flarsheim manufacturing investigation summary still pending. Upon completion of the investigation, a medwatch 3500a supplemental form will be submitted.